Event description:
It was reported that t:slim X2 pump battery would not charge, pump screen was dark, and pump would not turn on, with a shutdown alarm noted before shutdown and a prior power source alert. There was no adverse impact to the customer's blood glucose level. Customer worked with Technical Support to remove pump from case, repeatedly attempt to turn pump on, and plug pump into a known power source using original charging supplies, and Technical Support advised that insulin on board and maximum hourly bolus were reset to zero, instructed that CGM sessions must be restarted after pump shutdown or reset, and recommended monitoring and calling back if the issue persisted.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.